Event description:
Patient reported left side rupture. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d2a, d2b, d4, d6a, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. Device remains implanted. This record relates to the left side.

Event description:
Patient reported left side rupture. Healthcare professional later reported "in the lower part of the left breast is a settling skin gland inflammation but there are no obvious palpable abnormalities with the native breast tissue on either side or any lymphadenopathy¿ via ultrasound and confirmed the left side implant was intact intraoperatively. Device has been explanted and replaced.

Manufacturer narrative:
Healthcare professional has confirmed that the left side device was intact with no abnormal findings. A0412 material rupture will be un-reported. This record is no longer reportable to the FDA. Additional, changed, and/or corrected data: a4, b2, b5, b6, d6b, g2, h6, h11.